Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the initial sensor electrical output to be 11.5 millivolts (mv) which is within the specification range of 9 and 13 mv. The oxygen (o2) sensor was installed into a lab use only (luo) electronic patient gas system (epgs). During calibration, the sensor output was steady, and the calibration was successful. At each setpoint, the system was left alone without adjustments for five minutes. Sensor output, central control monitor (ccm) o2% and the value indicated on the o2 analyzer were all steady at each point. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 06oct2021, the team experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs) while on cardiopulmonary bypass (cpb), whereby the end user described that the fraction of inspired oxygen (fio2) was inaccurate and fluctuating, stating that the displayed oxygen (o2) levels drifted spontaneously 20 to 25% points with no change in blood saturations. The procedure was completed successfully, with no delay, no blood loss, and no change out. Note that the log review showed that the gas system calibration failed two attempts with 'o2 sensor out of range at calib' before passing the third attempt, thus confirming the complaint.

Manufacturer narrative:
Per the perfusionist the drifting fio2 value did not seem to change the blood saturation. The field service representative (fsr) verified that the 'o2 analyzer calibration failed' message and the epgs would not calibrate every time. The fsr replaced the o2 sensor. Release testing was performed. The unit operated to the manufacturer's specifications. The suspect part was sent to the manufacturer for further evaluation. Per data log review: on (B)(6) 2021, gas system calibration failed the first two attempts with an 'o2 sensor out of range at calib' with values of 0 and 76. The next attempt passed with a value of 2216 milivolt (mv). Normally this value should not change so much and is likely the cause of the reported issue that the fio2 was inaccurate. The log confirms the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) level was inaccurate and drifted spontaneously 20-25%. The unit was recalibrated and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.